Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign matter attributed to insufficient cleaning. Additional evaluation findings were as follows: due to the clogged nozzle, the air supply volume, the water supply volume and the water removal ability did not meet the standard value, switches 1 & 4 were worn, the scope connector was deformed and had discoloration, and the bending section cover adhesive had cloudiness. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had poor air and water supply. The issue was found during a diagnostic event. There was no report of delay or harm to a patient or user. The customer stated that the device was inspected before use. Inspection and testing of the returned device found that the nozzle was clogged with foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.